Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false positive reactions of two samples when tested with anti-b of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The reverse typing was positive for ih-cell b. Due to the discrepancy between forward and reverse typing, the ih-1000 stated "abo not interpretable" and no incorrect results were released. Customer tested the samples in the tube test and this testing yielded blood group a as a result. Our quality control laboratory is still waiting for the complaint sample of the supposedly defective product and the specimens that caused false positive test results. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false positive reactions of two samples with anti-b of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The reverse type was positive for ih-cell b. Because of the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect results were released. The customer tested the samples in the tube test and received blood group a as result. The customer did neither return the supposedly defective product for investigational testing nor the affected patient donor samples that had yielded a false positive test result. Furthermore, we did not receive the requested images of unused uncentrifuged ih-cards in order to look for signs of dry out or drops in the reaction chamber. The customer provided us the trace files which confirmed the false positive reactivity in anti-b well. The review of these files showed that there was no issue on the pipetting steps. Our field service engineer checked the affected instrument ih-1000. He checked the needle and the wash tower on the right site of the ih-1000 where the pipetting was performed. It was noted that both the needle as well as the washing station were dirty. After changing of the needle and cleaning of the washing station the issue has not reoccurred. Because several factors could be the cause of the false positive reaction the issue of false positive reactions within the blood group typing has already been addressed within an internal CAPA investigation. The investigations are still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.